Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: when clipping the cystic, (name redacted) notes that the clip clamp has only one clip. The same applies to the next clip applier. Please give us your analysis of this defect. Have you ever received identical reports from other users (same device? Same device? Same batch number?). The defective devices have been preserved and are at your disposal at the pharmacy for by your representative. For return by courier or mail, please provide appropriate, pre-prepared packaging. In order to facilitate the follow-up of this file, please indicate, in all correspondence on this subject, reference: (B)(4). Additional information received from applied medical rep via pcf on 20mar2025: when the surgeon wanted to use the ca500 to insert his clips, he realized that the clip applier had only one clip instead of 20. Additional information received from applied medical rep via email on 28mar2025: during a cholecystectomy, the surgeon wanted to clip the cystic duct and there was only one clip in the ca500. He took another one and again only one clip. He took a third ca500 and it was ok. No sure if they were able to actuate the trigger normally when no clips came out. 2 devices had the same problem. No information on the color of the clip (blue or gold). They used a third ca500 (from the same lot: 1525506) and it was ok. Intervention: device replacement. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection confirmed that the channel support assembly (csa) tabs were damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive force being applied to the device, which led to the damaged tabs and clips unable to advance forward. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correct to b3. Date of event unknown. Correction to h6. Component code.

Event description:
Procedure performed: cholecystectomy. Event description: translation: when clipping the cystic, (name redacted) notes that the clip clamp has only one clip. The same applies to the next clip applier. Please give us your analysis of this defect. Have you ever received identical reports from other users (same device? Same device? Same batch number?). The defective devices have been preserved and are at your disposal at the pharmacy for by your representative. For return by courier or mail, please provide appropriate, pre-prepared packaging. In order to facilitate the follow-up of this file, please indicate, in all correspondence on this subject, reference: (B)(4). Additional information received from applied medical rep via pcf on 20mar25: when the surgeon wanted to use the ca500 to insert his clips, he realized that the clip applier had only one clip instead of 20. Additional information received from applied medical rep via email on 28mar25: during a cholecystectomy, the surgeon wanted to clip the cystic duct and there was only one clip in the ca500. He took another one and again only one clip. He took a third ca500 and it was ok. No sure if they were able to actuate the trigger normally when no clips came out. 2 devices had the same problem. No information on the color of the clip (blue or gold). They used a third ca500 (from the same lot 1525506) and it was ok. Intervention: device replacement. Patient status: patient is ok.